Manufacturer narrative:
As reported in a research article, percutaneous retrieval of an atrial septal defect closure device embolized to the abdominal aorta. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: percutaneous retrieval of an atrial septal defect closure device embolized to the abdominal aorta b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous retrieval of an atrial septal defect closure device embolized to the abdominal aorta", was reviewed. The article presented a case study of a 24-year-old female patient with a history of paradoxical cerebral embolism and a secundum-type atrial septal defect (asd). A 9mm amplatzer septal occluder was chosen for implant on an unknown date. The device was successfully deployed. It was then reported during the 1-month follow-up, the patient experienced leg pain over the span of several days. Fluoroscopy showed the device in the abdominal aorta, and computed tomography (CT) confirmed the device was at the level of the right renal artery. The device was snared and removed from the patient via transcatheter snare. Post-percutaneous retrieval the patient experienced weakened pulses in the right posterior tibial and dorsalis pedis arteries. CT angiography showed a limited dissection in the right common iliac artery. It was noted there was no flow in the distal segments of the anterior tibial and posterior tibial arteries, although this was likely attributed to the thromboembolism. Initial treatment included unfractionated heparin infusion. After six hours, all distal pulses became palpable. The remaining hospital stay was uneventful. Upon discharge the patient was transitioned to enoxaparin therapy. [The primary and corresponding author was ugur canpolat, department of cardiology, hacettepe university faculty of medicine, ankara, türkiye with corresponding email dru_canpolat@yahoo.com].

Event description:
The article, "percutaneous retrieval of an atrial septal defect closure device embolized to the abdominal aorta", was reviewed. The article presented a case study of a 24-year-old female patient with a history of paradoxical cerebral embolism and a secundum-type atrial septal defect (asd). A 9mm amplatzer septal occluder was chosen for implant on an unknown date. The device was successfully deployed. It was then reported during the 1-month follow-up, the patient experienced leg pain over the span of several days. Fluoroscopy showed the device in the abdominal aorta, and computed tomography (CT) confirmed the device was at the level of the right renal artery. The device was snared and removed from the patient via transcatheter snare. Post-percutaneous retrieval the patient experienced weakened pulses in the right posterior tibial and dorsalis pedis arteries. CT angiography showed a limited dissection in the right common iliac artery. It was noted there was no flow in the distal segments of the anterior tibial and posterior tibial arteries, although this was likely attributed to the thromboembolism. Initial treatment included unfractionated heparin infusion. After six hours, all distal pulses became palpable. The remaining hospital stay was uneventful. Upon discharge the patient was transitioned to enoxaparin therapy. [The primary and corresponding author was ugur canpolat, department of cardiology, hacettepe university faculty of medicine, ankara, türkiye with corresponding email dru_canpolat@yahoo.com].

Manufacturer narrative:
The device will not be returned for analysis. A follow-up report will be submitted with all additional relevant information. Literature attachment: percutaneous retrieval of an atrial septal defect closure device embolized to the abdominal aorta. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.